Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of death (several deaths, including a few infants), uterine perforation ('severe injuries, including perforation of the uterus') and fallopian tube perforation ('severe injuries, including perforation of fallopian tubes') in an unknown number of female patients who had essure inserted. Detailments about essure insertion date, event onset date, cause of death and the events perforation of the uterus and fallopian tubes were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. No information regarding the infant's cause of death was provided. The reporter considered death, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: several deaths, including a few infants, have also been attributed to the device or to complications from it. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of product technical complaint. This case with very limited information was received via lawyer and refers to a social media post. According to the post, it was reported the occurrence of severe injuries, including perforation of the uterus and the fallopian tubes. Several deaths, including a few infants, have also been attributed to the device or to complications from it. Detailments of each individual patient and each individual infant were not given and therefore, the dates and causes of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported deaths as not assessable. The following additional events were also reported: perforation of the uterus and the fallopian tubes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of death (several deaths, including a few infants), uterine perforation ('severe injuries, including perforation of the uterus') and fallopian tube perforation ('severe injuries, including perforation of fallopian tubes') in an unknown number of female patients who had essure inserted. Details about essure insertion date, event onset date, cause of death and the events perforation of the uterus and fallopian tubes were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. No information regarding the infant's cause of death was provided. The reporter considered death, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: several deaths, including a few infants, have also been attributed to the device or to complications from it. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. According to the post, it was reported the occurrence of severe injuries, including perforation of the uterus and the fallopian tubes. Several deaths, including a few infants, have also been attributed to the device or to complications from it. Details of each individual patient and each individual infant were not given and therefore, the dates and causes of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported deaths as not assessable. The following additional events were also reported: perforation of the uterus and the fallopian tubes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.